Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.